Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that channel a read "channel disconnected/error." The pump would not turn off until the "entire infusion set was turned off."  All medications were disconnected from the patient and a new IV pump was ordered. There was no report of any patient harm. Biomed replaced the iui connectors which were reported to be "defective" with no details of the defect provided.